Manufacturer narrative:
Patient date of birth was reported as an unknown date in (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies and durations not reported) for peritonitis. Sixteen days after the event onset, the antibiotics was discontinued. That same day, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered. No additional information is available.